Event description:
I had allergan natrelle mcghan 68 saline implants placed under the muscle. Developed fatigue, fibromyalgia, orthostatic intolerance as well as the precursor to multiple myeloma. I believe that tin toxicity contributed to gadolinium deposition. I read about the dow corning settlement fund whereby women with implant induced scleroderma were offered (B)(6) after executives and shareholders reaped financial rewards for decades. Will this happen again? Are we that corrupt of a nation? FDA safety report ID# (B)(4).